Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on friday at 11.00 pm with blood glucose value was over 463 mg/dl. The customer blood glucose level was 463 mg/dl at the time of incidence and the current blood glucose level was 230 mg/dl. Customers other blood glucose value was 320 mg/dl, 263mg/dl and 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual insulin. Customer reported that they did not allege pump was under delivering. The device will not be returned for analysis.